Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl. The customer stated that he was revived in the bedroom. The customer stated that his sensor had inaccurate readings and it prompt him to treat with his meter first. The customer was wearing the insulin pump during the hospitalization. The customer reported drive support cap to appear normal. The insulin pump will not be returned for analysis.